Manufacturer narrative:
(B)(4). Additional concomitant medical products: persona all poly patella, catalog # 42540000038, lot # unknown; persona cemented femoral component, catalog # 42500607001, lot # unknown; unknown persona articular surface, catalog # unknown, lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06262, 0001822565-2018-06266, 0001822565-2018-06267. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Location of device is unknown.

Event description:
It was reported the patient underwent an initial knee arthroplasty four years ago. Subsequently, the patient was revised due to unknown reasons on an unknown date. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as this device was not involved in the event.

Event description:
No further event information available at the time of this report.